Event description:
It was observed during the device inspection, that the telescope exhibited that the internal lens was offset. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed issue indicated a cause due to excessive force as a result of a shock or a fall on the distal end of the optic. The assessment is based on data and information provided to olympus by the customer/reporter. Olympus will continue to monitor field performance for this device.